Event description:
The customer reported via phone call that they were experienced high blood glucose level and insulin pump stopped working. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to generate power management graph due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted and continued download. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted.